Manufacturer narrative:
Product complaint # (B)(4). Event date: unk. Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the exact surgical procedure? What anatomical structure was stapler used on? Was the site of the bleeding identified? Was a reoperation performed? Was a transfusion required? How was the bleeding addressed? Why does the surgeon believe the post-operative bleeding was associated with the stapler? What is the current patient status?

Event description:
It was reported that a digestive hemorrhage 4 days after the procedure. Re-hospitalization needed and deglobulisation at 9g/dl requiring a transfusion. This incident led to a recovery in the operating room and a consequent extension of the hospitalization stay. No issue detected during the procedure which was performed by a seasoned surgeon.